Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received no delivery alarms. Customer's blood glucose was 69 mg/dl or 70 mg/dl. Customer reports to have changed infusion sets and reservoirs about seven times. Troubleshooting could not be performed as it was a past event when customer was on vacation. Customer was advised that infusion sets would be replaced. No further information provided.